Manufacturer narrative:
(B)(4). The root cause is undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6). This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with extraneal viaflex therapy. On an unreported date in (B)(6) 2011, the patient began treatment with extraneal viaflex (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient developed peritonitis and was hospitalized the same day. On (B)(6) 2011, a peritoneal effluent analysis and culture were performed. The analysis and culture results were not reported. On (B)(6) 2011, the patient began treatment with fortum (500 mg, ip, once daily, continuing), tubramacine (40 mg, ip, once daily, continuing) and heparin (2000 iu, ip, three times a day, continuing). The outcome for the event of peritonitis was unknown. Dianeal therapy was ongoing. The reporter stated the event of peritonitis was unrelated to dianeal. The root cause of the peritonitis was unknown.